Manufacturer narrative:
(B)(4).the device was received and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature testing found the device to be was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. The door assembly was inspected and found an insufficient amount of copper mesh and deteriorated piston foam. The evaluation revealed the cause of the failure to be deteriorated piston foam and an insufficient amount of copper mesh. The piston foam and copper mesh was to be scrapped and the device was sent for servicing. A CAPA was opened to investigate this issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice machine, a failure of the volume accuracy during monitored therapy test occurred. There was no patient involvement as this occurred during evaluation. No additional information is available.